Manufacturer narrative:
The device history record (DHR) of the last three shipments to (B)(4) of the 32351-xx screws were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. This is report 1 of 2.

Event description:
It was reported that two non-locking cortical screws broke during an acetabular fixation. No medical intervention was needed and no delay of procedure. This is report 1 of 2.